Event description:
1. 11 (1 paddle lead (pls) and 10 cylindrical leads (cls)) cases of ¿material dysfunction¿ were reported. 2. 4 (1 paddle lead (pls) and 3 cylindrical leads (cls)) cases of lead displacement were reported. Please see literature article.

Manufacturer narrative:
Literature citation: taïbi t, billot m, ounajim a, et al. Surgical vs percutaneous spinal cord stimulation for persistent spinal pain syndrome type 2: a digital pain mapping and pain coverage quantitative assessment combined with multidimensional clinical outcome study. Neuromodulation: technol neural interface. Published online 2025. Doi:10.1016/j.neurom.2025.07.009 d: it was noted that 11 of 36 paddle leads and 79 of 141 cylindrical leads were manufactured by medtronic; however, the article did not indicate if medtronic devices were involved with the reported events. Additional information has been requested to clarify which, if any, of the events reported in section b5 included medtronic devices. Continuation of d10: product ID neu_unknown_lead, lot# unknown, product type lead, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.